Event description:
Procedure type: gynecology. According to the reporter: the sutures were bright blue on patient. The surgeon had used non-absorbable suture instead of absorbable suture. The patient had bleeding and infections in the vaginal cuff not due to the device. There was no re-operation, the doctor clipped the suture in office and there was no additional information.

Manufacturer narrative:
(B)(4).